Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a procedure utilizing vectra, the surgeon was implanting screws and three inner shaft tips and one extraction screwdriver tip broke off. After fluoroscopy was used, the surgeon decided he didn't like the trajectory of one of the screws. In order to remove the screw, a new extraction screwdriver was needed and was flash-sterilized. This caused less than a 15 minute delay. While the surgeon was removing the screw, the inner shaft and extraction screwdriver tips broke off. It is unknown if the fragments of all six parts are inside the patient or were discarded. There was no reported patient harm. It was reported the procedure was completed successfully. This part is #352.311 for the inner shaft for an extraction screwdriver. To avoid confusion, the inner shaft has the same part number as the extraction screwdriver itself. This is 4 of 6 reports for complaint # (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The visual inspection of the returned device performed as part of the product development evaluation reported the tip was broken. The applicable vectra technique guide (reference #(B)(4)) of instruments and implants for anterior cervical plating for spinal fusion was reviewed. The reported instrument 352.311 consists of three components: driver shaft and handle assembly, inner shaft and an outer sleeve. This is an instrument intended to be used for removal of screws from existing implants only. It is also indicated to use instrument 324.105 for screw insertion. Proper instructions and caution notes of potential breakage if not used correctly are included. This device 352.311 is also used to remove screws of the anterior cervical compression system (accs). Two (2) driver shafts instrument 352.311 were returned without outer sleeve and one (1) separated inner shaft (old part) of instrument 352.311 were returned; lot numbers of each received device is unknown. Upon inspection of these returned devices, the reported condition of broken tip was confirmed. The distal threaded tip of the inner shaft was received fractured off and the liberated portion was not received. Regarding the driver shafts, both tips were found to be fractured across all four driver lobes. The liberated pieces were not received. An off axis loading condition can contribute to cause the fractures seen and also the force applied could exceed the tensile strength of the respective tips. However, it is unknown if these conditions were present when instrument was being used. Also, if the screw driver is used for insertion may contribute to cause this complaint as this instrument is intended to be used only for extraction. (B)(4) if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.